Event description:
It was reported that patients implantable pulse generator (ipg) has been taking a lot longer to charge and would not hold a charge as well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred at least a few months prior to the date the manufacturer became aware.